Event description:
It was reported prior to using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) that one (1) sleeve of media was missing the product label. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary - during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4345564 was satisfactory per internal procedures. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch, including sleeve attributes, was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 4345564 for missing labels. No retention samples from batch 4345564 were available for inspection. One photo was received for investigation. The photo shows a sleeve without a label on top of a carton from batch 4345564 (carton number 0679). No return samples were received for investigation. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed for missing sleeve label. No complaint trend for labeling has been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported prior to using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) that one (1) sleeve of media was missing the product label. There was no health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.